Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer stated that the night prior to the phone call, their blood glucose was 216 mg/dl so they delivered some insulin. They stated that, through the day, their blood glucose was high, sporadically. In the morning of the phone call, the customer's blood glucose was 420 mg/dl. The customer noticed that the insulin pump had alarmed no delivery. The customer stated that the alarm was resolved by a complete set change of reservoir and infusion set. The customer stated that they wanted to change the infusion set but one of the buttons on the serter got stuck. Also the tape of the infusion set got stuck in the serter. Nothing further was reported.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. The quick-serter failed per inspection and found the quick-serter barrel walls with excessive glue from quick-set tape.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.